Event description:
It was reported that due to the system controller uplift fsca, replacements were requested for 3 system controllers, (B)(6), (B)(6), (B)(6) and 2 pumps, (B)(6), and (B)(6).

Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was not able to be confirmed. Visual inspection of the returned system controller (serial number (B)(6) revealed that the membrane was flush with the controller¿s housing. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any functional issues with the returned controller. The reported event of a lifted ui membrane on the system controller unable to be confirmed, and no device issues were observed. The investigation did not identify a correlation between the reported event and the returned system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.